Event description:
It was reported that the ilet system displayed an insulin occlusion alert approximately three hours after an infusion set change to a 6 mm teflon set, during which the patient experienced hyperglycemia with a highest blood glucose of 320 mg/dl and remained outside target for approximately three to four hours; the patient removed the ilet and administered seven units of subcutaneous lispro using backup therapy. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included patient self-management with backup insulin and return-to-range guidance, without medical intervention or hospitalization. Investigation included a review of device alerts, user counseling on temporarily discontinuing ilet after corrective insulin dosing, and outreach attempts for additional troubleshooting information. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion that resolved after infusion supply change and device removal, with no additional contributory factors confirmed. It was concluded that the event was consistent with an insulin occlusion associated with the infusion set, and user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.